Manufacturer narrative:
The device was requested for investigation but has not yet arrived. First check of the logs do not indicate a device malfunction. Further investigation results will be reported in an f/u report.

Event description:
It was reported that the carina alarmed mv low, the pt go desaturated and that the pt had an cardiac arrest. Reanimation was successfully carried out.